Event description:
It was reported that during a surgical procedure when the surgeon was placing the first bone pin through the soft tissue protector and then proceeded to place the second pin, he attempted to remove the soft tissue protector but it was stuck. The second pin placed had to be removed and the pin remained stuck inside the soft tissue protector. Another pin was then placed in the original hole made without the use of a soft tissue protector. There is not significant delay. Patient injuries were not reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.